Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported by vet that a cat underwent an ovariectomy in 2019 and the suture was used. 4 or 5 day after the procedure, the overlock/stitches of the abdominal wall had broken in its length, the nodes being intact.

Manufacturer narrative:
Date sent to the FDA: 03/31/2020. Additional summary: eight unopened samples of product were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed using a instron and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.